Event description:
The service report shows while performing incoming evaluation it was found that the ventilator exceeded its volume and leak limits by more than 10% volume failed at 2040ml when set to 2800ml and leak test failed at 37.3 cmh20 when min. Is 60 cmh20. The nellcor puritan-bennett factory service technician (npb fst) inspected the device and replaced the cup seal to correct the problem. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.